Manufacturer narrative:
Batch review performed on 13 october 2021: lot 1910491: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional information involved: gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 2000503. Batch review performed on 13 october 2021. Lot 2000503: (B)(4) items manufactured and released on 29-apr-2020. Expiration date: 2025-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 year and 1 month after the primary, the patient came in reporting pain due to loose implants. The cause of the loose implants is unknown. The surgeon revised the insert, femur, and tibia. The surgery was completed successfully.